Event description:
The pump was programmmed to infuse 250 ml of solution at 28 ml/hr, however the solution infused in only 3 hours. The solution type was not reported. No specific pt or clinical info was able to be reported. No pt injury resulted.